Event description:
It was reported that after an infusion site change with an ilet system, the user experienced hyperglycemia with a blood glucose value of 312 mg/dl, denied symptoms, and reported no leakage, while cannula integrity was uncertain; troubleshooting and education were provided, including guidance through a repeat infusion site change. Symptoms included hyperglycemia without reported clinical sequelae. Outcomes included self-management at home without medical intervention or hospitalization. Investigation included customer interview and product troubleshooting. Investigation of this case revealed no confirmed device malfunction or component failure, and no alarms occurred. It was concluded, based on previously established findings for similar reports, that the cause was unclear.